Event description:
It was reported that post-evar repair, some gastrointestinal issues were detected and some unspecified intervention was performed. Reportedly, during an endovascular procedure, a bifurcated device, two infrarenal aortic extensions and one suprarenal aortic extension were implanted uneventfully. Post-procedure some gastrointestinal issues were noticed and intervention was performed. The patient was discharged home on pod2 (post-operative day two) with reportedly resolution of the gastrointestinal issues. In pod3 it was reported by the patient's family that the patient expired at home. The hospital medical examiner indicated the patient had multiple health issues and no post-mortem will be performed. The implanting physician does not know the cause of death, but indicated he doesn't think the endovascular devices have a relationship to the patient's outcome, since the evar procedure went as expected, with good result. The physician indicated post-operatively the patient did not have any abdominal or back pain, in addition. Additional note: the patient was reportedly with tortuous anatomy, and long renals to bifurcated. The ima was coiled prior to the evar procedure, approximately 3 month prior. The patient had deferred the evar procedure for approximately 6 months.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device was not returned, therefore not available for analysis. Medical records and images were reviewed by a clinical complaint specialist with the following conclusion: suboptimal medical documentation and imaging studies were available for this review. Product use was incongruent with the IFU due to: near 90 degree angulation of the aortic neck; and, the greater than 90 degree angle of the right iliac artery. The reported gastrointestinal distress post implant prior to discharge and the death that occurred in the home three days post implant could not be substantiated. No contributory causes could be assigned due to lack of information. Based upon the investigation, the reported event was inconclusive. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. The root cause of the reported experience could not be determined due to the limited information provided about a device issue. The clinical review noted approximately 90 degree angulation of the aortic neck of the aneurysm and greater than 90 degree angle of the right iliac artery that could have caused a patient problem, but the physician said that there was no device issue. The incident therefore, does not appear to be device related.